Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The left master tool manipulator (mtm) has been returned and evaluated by the failure analysis (fa) team. Fa was unable to reproduce the reported complaint, but can confirm the error via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. The sine cycle and a test drive were performed without any issues. The tests performed via matlab passed. The following parts will be replaced as a precaution: embedded serializer for master yaw (esmy) printed circuit assembly (pca), axis 5 motor, axis 5 pot board, axis 5 magnet cup, axis 5 pitch shaft, axis 6 motor, axis 6 pot board, axis 6 magnet cup, axis 6 yaw shaft, and axis 7 motor. The left mtm had no trouble found.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error pointing to the left master tool manipulator (mtml), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The mtml was replaced due to error 23013. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. Isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported based on the following conclusion: the customer converted after the start of the procedure due to a recoverable fault pointing to the left master tool manipulator (mtml). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the surgeon contacted intuitive surgical, inc. (Isi)technical support, and reported that they were having a recoverable fault pointing to universal surgical manipulator (usm) 1. Before calling isi technical support, they had already tried to recover the fault several times without success. The technical support engineer tried to review the error logs, but the system was not posting to the error logs since (B)(6) 2023. The tse guided the surgeon to verify if the ethernet cable was properly connected. The surgeon reconnected it without success. As the surgeon stated that they would be able to continue the procedure with 3 usms, the tse guided the surgeon to disable usm 1. During this process, the surgeon stated that usm 1 leds remained blue. The tse requested for the error logs from the vision side cart (vsc) touchscreen to confirm the error was pointing to usm 1. In fact, the error was not pointing to usm 1 but to the left master tool manipulator (mtml). The tse guided the surgeon to power off the system, exercise the circuit breaker on surgeon side console (ssc), and move mtml to different positions. The error remained and the surgeon decided to convert to laparoscopic surgery as he could not continue the procedure only with the right hand. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.